Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v170801, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported that the lead went bad and was replaced a few years ago. No symptoms or further complications were reported. [Please refer to (B)(4) for event pertaining to 1 lead compromised and no stim sensa unless increase but goes away].